Event description:
It was further reported that the left ventricular (lv) lead caused phrenic nerve stimulation a second time. The parameters on the lead were reprogrammed and it remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 4076 implantable pacing lead (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient was taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.